Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was under delivering. The customer blood glucose level was 250 mg/dl to 360 mg/dl mg/dl at the time of incident and the current blood glucose level was 199 mg/dl, 178 mg/dl. The customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer alleges insulin pump was under delivering because in customer¿s blood glucose level was continuously getting high between 250 mg/dl to 360 mg/dl. Customer states the drive support cap appears normal. The device will be returned for analysis.